Manufacturer narrative:
Customer technical support (cts) initiated troubleshooting with the customer via telephone and had customer turn the unit off and check the peltier [heating] module. The customer found the connectors and tubings behind the peltier were wet. The customer called the cts back and stated they found the location of leak at ff107 to ff124 through pinch valve pv37 and they would try changing the tubing and call cts back if additional assistance was needed. Customer again called cts back and stated that the instrument was up and running without issues. (B)(6).

Event description:
The customer reported a cleaner reagent fluid leak of approximately 15ml from a coulter lh 500 hematology analyzer during instrument shutdown. The leak was not contained within the instrument, and there were ambient temperature out of range error messages reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.